Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient came to the ER one day after the implant with symptoms of a perforation, during the revision it was found that the patient had a pleural effusion. A pericardiocenteses was performed to drain the liquid. It is not clear if the lead is responsible for the perforation. A medical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.